Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of approximately 40 mg/dl. Reportedly, customer had gastroenteritis and experienced a loss of appetite. Subsequently, customer delivered too large of a bolus for the amount of carbohydrates consumed. Customer required assistance from parents via a glucagon injection. No additional information was provided.